Manufacturer narrative:
Device evaluation summary: as received, all three leaflet had cut areas that were not returned with the valve. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Minimal to moderate calcification was observed in the cusp area of leaflet 2, minimal calcification was observed in the cusp area of leaflet 3. Minimal to moderate calcification was observed in the free margin of leaflet 2. .host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Wireform was also exposed near leaflet 2 and near leaflet 1 on the inflow aspect. Report of explant due to unknown reasons, however, the device evaluation revealed the presence of calcification and minimal pannus growth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or pre-existing medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was reported to sales from pathology department at hospital that an edwards aortic bioprosthetic valve was explanted 14 years after implant due to unknown reasons. Records and subject valve have been requested from hcp but have not yet been provided.

Event description:
Access to records was denied. Valve has been received.

Manufacturer narrative:
The device return and event patient have been requested from hcp though they have not yet been received. The valve was also not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Edwards will continue to monitor all events; additional information will be reported if received.